Event description:
It was reported that a lead integrity alert (lia) was triggered due to noise on the right ventricular (rv) lead. Provocative testing was able to replicate the noise. The sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Five lead failure predictor (lfp) high rate non-sustained episodes of <= 162 ms average v-cycle occurred between (B)(6) 2012 17:39:15 and (B)(6) 2012 21:13:51. Ventricular short interval count v-sic=10.3 counts avg/day, in 4.96 days, occurred between (B)(6) 2012 17:39:15 and (B)(6) 2012 16:36:23. Three patient alerts for lead failure predictor occurred between (B)(6) 2011 20:58:43 and (B)(6) 2012 21:13:50.